Event description:
Complainant alleged that the clinicians were attempting to monitor a 52 year old male cardiac pt who was in a code situation, but they were unable to obtain an electrocardiogram trace on the device screen using a multi-function cable and electrodes. The clinicians then changed the electrodes, but they were still unable to obtain electrocardiogram trace on the display screen. They then changed the multi-function cable, but they had the same results. The clinicians were able to obtain an electrocardiogram trace on the device screen when they used a three lead cable and electrodes with the device. The clinicians were able to obtain another device to monitor the pt. The complainant indicated that the pt subsequently expired at least twelve hours after the reported event occurred. The complainant stated that "the malfunction was not a factor-not an issue with the pt outcome."